Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo receptacle pin was reseated. Software and configuration files were reloaded during the service event. The lemo receptacle was identified as requiring replacement as a precaution. The system was tested and found to be working as intended and returned to service.